Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the sapien valve was placed too ventricular, 95:5, which required placement of a second valve. During deployment there was some aortic movement, so the operator advanced the device more ventricular. With the advance, the valve landed 95:5 ventricular. A second valve was prepped and placed more aortic, overlapping the position with the first sapien and deployed in a 50:50 position. Echo assessment was 0 pvl and 0 cai. Patient remained stable throughout the entire procedure. There were two root causes provided regarding this event: the deployment coplanar view was ok but not perfect, with the left coronary cusp (lcc) slightly higher than the other two cusps. The valve may have been more ventricular than the team initially realized. It was the teams opinion that there is some ¿normal movement with the asc 3 device in which it moves towards the inflation port upon initial inflation, and then moves back to it¿s original position by the end of the inflation¿. With the operator correcting the valve position ventricular, the annulus was over shot.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition appears to be related to a combination of procedural factors, the deployment coplanar view was fair, with the lcc slightly higher than the other two cusps; therefore the valve may have been more ventricular than the team initially realized. The operator attempted to correct for normal movement of the device during deployment, and inadvertently over shot the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.